Manufacturer narrative:
Insulin pump received with blank display due to corroded electronic assembly. Insulin pump had a corroded motor assembly noted during visual inspection. Unable to confirm keypad anomaly due to blank display. Insulin pump had a corroded keypad assembly noted during visual inspection. Insulin pump received with minor scratches on lcd window, cracked reservoir tube, and cracked reservoir tube lip.

Event description:
Customer reported the screen of the insulin pump was blank and the buttons were unresponsive. Customer stated that the insulin pump had recently been exposed to water. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.